Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last couple days the patient had a lot of pain on their left side and a loss of therapy. The patient tried turning stimulation up but if they did that it gave them electric shocks in their legs so they turned it back down. The patient made an appointment with their healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was really experiencing shocking. The patient indicated that it occurred when they moved the remote/battery up a little high, it seemed to respond down the patient¿s leg like an electric shock. The patient indicated that it is not an electric shock and that she has no complaints about the system, and the shocking is not an issue. The patient¿s medical history includes not being able to walk prior to receiving the device, and she indicated that the three years that she has been implanted have been the best three years. There were no further complications reported or anticipated.